Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The stenosed target lesion being treated was located at the bifurcation of the common trunk and circumflex arteries. A non-bsc guide wire was advanced and caused a dissection at the common trunk, however the patient remained stable. A 4.00x20mm promus element stent was advanced and deployed in the common trunk in order to treat the dissection. A 3.40x4mm non-bsc stent was then advanced and deployed in the circumflex artery. Two non-bsc balloons were then advanced and inflated in the kissing balloon fashion. Optical coherence tomography was then performed and it was noted that the non-bsc catheter could not be advanced to the desired location through the previously deployed stents. It was then noted that the promus element stent had shortened longitudinally. Post-dilation with a quantum balloon catheter was performed and a 3.50x20mm non-bsc stent was deployed overlapping the deformed end of the promus element stent. Intravascular ultrasound was performed and no issues were noted. No additional patient complications were reported and the patient's status following the procedure was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).